Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for lo blood glucose results. The customer is concerned with the result of lo. The expected fasting blood glucose test result range is unknown. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the carrying case. The test strip lot manufacturer's expiration date and open vial date are undisclosed. Customer had the meter and strips for a long time. Customer is testing with strips that had been open and removed from the original vial for more than 4 months (expired strips). The meter memory was reviewed for previous test result history. (Date/time not stored correctly). (B)(6). Memory concerns: customer is concern with the lo results. Customer calling states that he ran a blood test and got a lo blood test result. Customer states that he went to the doctor because of his regular check-up and they run an a1c and it was 7.7 .customer doctor wants him to start checking his blood sugar. Customer has had this meter for a long time and decided to use it to run a blood test and got lo. Customer is not having any symptoms at this time. Customer is not sure what his normal glucose range should be. Customer remove the strips from the original vial and place them in the case. Unable to verify the strips lot #.